Manufacturer narrative:
Kci has insufficient info at this time to determine any potential root cause. Further eval of the unit is required.

Event description:
On (B)(4) 2014, the following info was reported to the kci commercial operations (B)(4) representative by a nurse from a private hospital in (B)(6): an infov.a.c. Unit placed on a pt was running hot. The unit was turned off and placed in another area to cool off. After the unit had cooled off, therapy was re-initiated. Later, the unit was observed on the floor with flames and smoke reportedly coming from the unit. The fire was extinguished by the nurses. There was no reported injury to the pt or others. The carpet and the bed-sheet in the pt's room reportedly sustained some fire damage. Kci assessment: this unit is owned and maintained by a third party. The infovac units are equipped with an internal temperature alarm which provides an onscreen warning and audible tone notifying the operator that the unit temperature has exceeded 50 degrees c and to move the unit to a cooler location. The operations manual further indicates to that if the internal temperature alarm persists to contact the kci representative. During and internal temperature alarm condition, the unit stops charging the battery. The unit event log indicates that the unit was last turned at 19:14:07 on (B)(6) 2014. Prior to this, the unit was turned off for two minutes (from 19:12:14 - 19:14:07). There is no indication of any temperature alarm prior to this. The first internal temperature alarm occurred at 20:55:26 on (B)(6) 2014. Subsequent to this alarm, the unit presented 14 additional internal temperature alarms with the last one occurring at 22:17:36 on (B)(6) 2014. The log does not indicate that the unit was turned off after the first internal temperature alarm occurred. The last event log entry occurred at 01:14:02 on (B)(6) 2014. Additional info received from the account indicates that routine quality control checks were not performed on the unit between pts as recommended by kci in the service manual. Additionally, the unit was past preventative maintenance cycle as indicated in the service manual by more than two weeks. Physical eval is pending receipt of the unit.